Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered and the supplies were changed to address bg. Reportedly, the customer performed a supply change and resumed insulin therapy.